Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 19 mm sjm regent heart valve was chosen for a procedure. During procedure, the valve cracked after they seated it.